Event description:
Medtronic received information regarding an imaging system being used during a spinal procedure. Following a procedure while moving the system with lift and shift, the pendant display "had gone." After restart, the "lift and shift wheel are coming out and system got itself on lift and shift wheel, no display on pendant." The system was not turning on - no power supply in the pendant. The remote desktop was not connecting and after restart, the system automatically went into lift and shift position. Since the imaging system was not connected, the system log files were unable to be retrieved. The system was currently down. The next action included replacement of the power conversion and observe for further troubleshooting. The reported issue did not result in a procedure delay. There was no impact on patient outcome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: bi71000860, correction: h6: a1502 no longer applies. H3: a medtronic representative, went to the site to test the equipment. The reported issue was confirmed, as there was no power in the ethernet switch from the power conversion enclosure. The issue remain unresolved, due to the availability of receiving a replacement power conversion enclosure. Hardware analysis performed by the geography confirmed, a defective pcba of the power conversion enclosure. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.